Manufacturer narrative:
(B)(4). Medical product - nexgen tm standard primary patella, catalog #: 00587806535, lot #: 62617945. Persona articular surface fixed bearing cr right 10 mm height, catalog #: 42522000610, lot #: 62762710. Persona cemented cr femoral standard right size 9, catalog #: 42502606602, lot #: 62789817. Customer has not indicated if the product will be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that following a bilateral total knee arthroplasty, the patient's right knee was revised due to persistent pain and tibial loosening. No additional patient consequences were reported.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of operative notes. Operative notes from the revision surgery state that the patient was revised due to pain and loosening of the tibial component. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. A field action was initiated for this device due to a higher than anticipated complaint rate for radiolucent lines and loosening. The device in question was implanted prior to this field action. Corrective action investigation determined that the likely root causes for the higher than anticipated complaint rate are that the persona tm tibia allows the potential for the tibial implant to sit proud on the resected tibial surface and the persona tm tibia has less initial stability than predicate devices. Per the packaging insert for the persona knee system, pain and loosening of the prosthetic knee components are considered to be known adverse effects of the procedure. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.